Manufacturer narrative:
The pod was returned to the manufacturer for a device evaluation. Cracks were noted in the upper and lower housing. Missing ratchet gear top retainer pin. Because the pod was returned with open cracks in the housing, it is unclear when the component went missing. Additionally, the lower ratchet retainer pin dislodged. The lead screw was returned bent. Data download failed. As such, a root cause for the reported event could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide: model: ent450; 14518-5c-aw rev e 03/16. Checking your blood glucose 7 / page 96: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient¿s blood glucose (bg) levels exceeded 13.9 mmol/l (250 mg/dl) while wearing the pod for more than 48 hours on the abdomen. No further information was provided.